Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there were tiny air bubbles in the reservoir. Customer's blood glucose was 323 mg/dl. Customer declined troubleshooting for air bubbles. Customer will not be returning the device for analysis.